Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working properly. No additional information was reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.